Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Dvfb1d4 ICD implanted (B)(6) 2016; 6935m55 lead implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a double power disconnect alarm. It was also reported that the controller data port was damaged and was unable to connect to the monitor. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a vad disconnect alarm on (B)(6) 2018, at 04:27:36, followed by a controller power up with no motor start at 04:43:42. The data point recorded before the loss of power revealed that a battery was connected to power port 1 and another battery was connected to power port 2. The data recorded after the controller power up revealed that a different battery was connected to power port 1 and a different battery was connected to power port 2. The controller was without power for 9 minutes 26 seconds. Multiple power-ups with no motor starts and vad disconnect alarms were recorded within 4:43:50 and 08:42:22. Failure analysis of the returned device revealed that the controller passed visual examination. No damaged serial port was observed. However, functional testing revealed that the controller was unable to communicate with a monitor. Additionally, the controller was not able to recognize a driveline when connected to the driveline connection, preventing the motor to start and displaying a vad stop alarm. Functional testing also revealed that the alarms were unable to sound. Supplemental testing revealed a shorted capacitor. After replacement of the component, the controller performed as expected. As a result, the reported poor mechanical connection of the serial port could not be confirmed. However, the inability of the controller to communicate with the monitor due to the faulty capacitor was likely perceived by the patient/site as the reported damaged serial port. The reported ¿double power disconnect¿ alarm was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of the vad disconnect alarms, controller unable to recognize the driveline and unable to communicate with the monitor can be attributed to the shorted capacitor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.